Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax (B)(4) had erratically fluctuating numerical readings. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax (B)(4) had erratically fluctuating numerical readings. The respiratory therapist stated there was no impact to the pt. The device was removed from service by the customer and returned to the company for investigation.